Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump shutdown unexpectedly. The customer's blood glucose level was 139 mg/dl. Customer was able to resume insulin delivery and continued using the pump.